Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information provide through follow-up. Additionally, to provide a correction to the initial (e1 name & email, e2, e3, and g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that indicated phenomenon [no image] occurred because video function does not work properly due to cable failure. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found that the no image was displayed on the monitor due to a faulty cable. Additional findings were a faded label on the rear cover and there was no sense intermittent of switch depression for f, white button due to being worn out. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the 4k camera head had no image when connected during preparation for use. The intended therapeutic procedure was completed with another similar device. The procedure was prolonged and there was no impact reported and there was no patient harm involvement.